Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and recurring insulin flow blocked alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that they insulin flow blocked alarm was recurred after troubleshoot. It was unknown that customer was using or not the insulin pump within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned analysis.